Event description:
Patient was implanted with the lagb system in 2002. A leak in the tubing was diagnosed in 2003. Removal and replacement of access port was not yet scheduled at the time this report was received.